Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-nov-2018 with the following findings: there was no data in the pump history from the reported time of the issue. A timekeeping accuracy test was performed and the pump passed with no issues. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (time and date reset) issue. It was reported the a.m. And p.m. Settings changed without user intervention. It was reported that the user blood glucose (bg) reading was as low as 50 mg/dl. No symptoms of hypoglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.